Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Customer received package with 11 strips in the box instead of 10. No adverse effect to the patient. Discovered prior to use.